Manufacturer narrative:
Submit date: 01/03/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that at the time of placing the introducer, the pigtail part, could not be introduced, regardless of how much the doctor tried. The introducer was removed and tried again outside the patient. The customer had to use both the catheter and the introducer of a second catheter. There was no patient harm.

Manufacturer narrative:
Submit date: 2/7/2017. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. All quality assurance testing performed during manufacturing was acceptable. A physical sample was not received; however, a photo was received for a visual evaluation. The photo showed a catheter and a pull apart sheath over a surface. After a visual evaluation, it was seen that the upper part of the sheath was separated in two parts. As per the instructions for use, do not use the catheter or components if they appear damaged or defective. Excessive force or a wrong technique applied at the moment of the insertion can cause the reported issue. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.